Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin was squirting out during manual prime. The customer¿s blood glucose level was 230mg/dl at the time of the incident. Troubleshooting was performed. Advised customer to revert to backup plan and insulin pump would be replaced. The reservoir will be returned for analysis.

Manufacturer narrative:
The device was received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Inserted a water test reservoir, programmed with multiple boluses and monitored. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No unexpected prime and fill anomaly or no delivery alarm noted during testing. The device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.